Event description:
(B)(6) 2012, the patient contacted animas and stated that the pump rebooted several times for several months. It was noted that the pump was beeping. There were no reported bg excursions. The patient denied that there was damage to the battery cap or battery compartment. The patient stated that the battery cap has never been changed, she was able to secure it to the pump and she denied having problems with it. The user guide instructs the patient to replace the battery cap every six months. There was no corrosion or moisture noted in the battery compartment. The patient confirmed that she was disconnected from the pump and that the yellow o-ring was not visible. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the black box history showed one power event had occurred. There were no alarms related to the complaint in the pump history. No damage was observed to the battery compartment or cap. The pump was exercised for 24 hours without power issues. The battery cap was tested and found to be within specifications.